Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a bent sample probe. The fse replaced the sample probe to resolve the issue. Age or date of birth, weight, and ethnicity: information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false high sodium patient results on their au5800 chemistry analyzer. There were no report of change to patient treatment or injury associated with this event. No data was provided.